Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their device was not charging and that they could not get it to charge. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer regarding the patient reported they first noticed their inability to charge was on (B)(6) 2018, they were on vacation and did not know what to do. The patient clarified the device that was not charging was the implantable neurostimulator (ins). The patient reported the circumstances that led to the inability to charge was just setting, there charging the implant when it flashed software problem, can't continue to call the manufacturer. The patient noted the steps taken to resolve the inability to charge was they called the manufacturer and told it was after hours and to take it to the hospital or call on monday morning, which was not help. The patient noted on (B)(6) 2018 they called the person that was working with them, they told them to remove the battery for about 5 minutes, that corrected the problem. There were no further complications that have been reported as a result of this event.